Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to leaking oil on the motor home switch. The functional testing could not be performed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot, cracked display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 288mg/dl. It was reported that troubleshoot was conducted. It was reported that the device would be replaced and returned for analysis. No further information provided.